Manufacturer narrative:
Info is unavailable; device was not returned for eval. Device remains implanted.

Event description:
It was reported that post-op a laparoscopic adjustable band procedure, the pt had lost one hundred pounds. The pt stopped losing weight and was able to eat more. A barium swallow was performed and it was noticed that the band had slipped, and a large pouch was above the band. The surgeon cut the placation sutures and pulled the tissue that was above the band down below the band and re-sutured the band back in place. The pt is doing well.